Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was shocked while working on his car. The patient was thrown backwards onto his ipg and was unable to charge. The ipg was explanted and a new ipg was implanted. The patient was reportedly doing well following the procedure.